Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The occlusion and no delivery tests could not be performed due to the prime/fill anomaly. The device also had a cracked reservoir tube lip, scratched reservoir tube window, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then no delivery. Blood glucose value was 117 mg/dl. The customer changed the set. He stated that his roommate has been in the hospital and he has been going into the hospital every day and might have been exposed to a magnetic field. The drive support cap was recessed. The customer was able to rewind. Troubleshooting was not completes as the customer reported that he had tried 7 batteries and the insulin pump would not turn on. The device was returned for analysis.